Event description:
Distributor representative reported a cerebrospinal fluid (csf) leak following an unknown procedure in which duraseal was used. No other information was obtained.

Manufacturer narrative:
A csf leak was reported following a procedure in which duraseal was used. No other information was obtained. The duraseal IFU also states: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."